Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14aug2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician guided the customer through touchscreen calibration. The manufacturer's remote service technician performed troubleshooting with the customer. The technician guided the customer through touchscreen calibration.

Event description:
It was reported that the touch response on the unit's touchscreen was not being properly detected. There was no patient involvement.